Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. In addition, it was reported that the pump shut down multiple times due to normal battery depletion. The customer's blood glucose (bg) level ranged from 600-700 mg/dl with high ketones. Customer turned pump back on and delivered a correction bolus via the pump to address high bgs.